Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event:heartware ventricular assist system - controller 2.0 controller 2.0 / (B)(4)/ model #: 1407de/ expiration date: 2018-08-31 UDI #: (B)(4). Mfg date: 2017-08-31. (B)(4).

Event description:
It was reported that a controller exchange was attempted. Two different controllers were tried, but the pump did not start with either of them. However, the pump started immediately when the old controller was reconnected. Both controllers worked a week later when connected to a motor fixture. A different controller was used for the exchange and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two controllers (B)(4) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the controller log files for (B)(4) revealed one (1) controller power up event logged on november 16, 2017 at 10:12:15. One (1) vad disconnect alarm was logged at 10:13:00, indicating a marginal connection between the driveline and the controller. Review of the controller log files for (B)(4) revealed one (1) controller power up on november 16, 2017 at 15:19:04. Two (2) vad disconnect alarms were logged at 15:24:01 and 15:25:51 respectively, indicating a marginal connection between the driveline and the controller. The controller log files for (B)(4) also revealed that the controller failed to log a controller power up event. This is an additional finding, not related to the reported event. The most likely root cause can be attributed to the failure of the uic to capture the power up event. There were no addition al alarms logged to indicate that the controllers had failed to start the pump. As a result, the reported "controller not starting pump" event could not be confirmed; however, it is likely that the site perceived a marginal connection between the driveline and the controllers as the inability of the controllers to start the pump. Based on the available information, the most likely root cause of the controller power up events can be attributed to the site powering up controller in attempt to use in controller exchange. The most likely root cause of the vad disconnect alarms can be attributed to a marginal connection of the driveline and the controllers. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.